Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had a methicillin-resistant staphylococcus aureus (mrsa) infection. It was further reported that they experienced erosion and migration of device from their wound. The patient had antibiotic treatment. The device was explanted. No further patient complications have been reported as a result of this event.